Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 10.3-10.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. (B)(6).

Event description:
This report is to advise of an event observed during analysis.